Manufacturer narrative:
Block e1: initial reporter's city is (B)(6); reported here as the city exceeded character limit for designated field. Block h6: imdrf impact code f1001 captures the reportable event of the procedure was re-scheduled

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the duodenum during an endoscopic ultrasound (eus) with common bile duct drainage performed on (B)(6) 2025. During the procedure, the axios device cautery failed to deliver energy. The physician decided to remove the stent, and the procedure was re-scheduled. There were no patient complications reported as a result of this event.